Event description:
Customer reports to have received an unexpected restart every time batteries are changed. Customer's blood glucose was 100 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer declined replacing insulin pump due to upgrade due. Customer was advised to monitor insulin pump and to call back should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.